Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that one day post implant of this patient's right ventricular (rv) lead shock impedances were measured at greater than 125 ohms in all configurations. A lead revision procedure was performed. During the revision procedure, it was noted that the device distal pin popped loose while attempting to remove the lead from the header of the device. All pins were reset, and the impedances where measured and are now within normal ranges. To date, no adverse patient effects have been observed.